Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt developed a staphylococcus infection at her ipg site after undergoing a revision procedure. The pt stated the site was extremely swollen and a blister was next to the ipg site. The pt also indicated the ipg incision came open due to the swelling. The pt was prescribed oral antibiotics and informed her physician's office that she thinks the incision site looks and feels better. The pt is to meet with her physician for a wound check as the next course of action.